Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was displaying an unknown error message- "test strip problem." The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on an unknown date and time prior to contacting lfs. The patient manages his diabetes with a combination of medications including humalog and levemir. He denied making any change to his usual diabetes management routine as a result of the alleged error message. The patient reported that one hour after the alleged product issue began he developed the symptom of woozy. The patient denied that he received any treatment. At the time of troubleshooting the cca noted that after walking the patient through a retest the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.